Event description:
It was reported that the atrial lead exhibited slowly rising thresholds and impedances. The impedances are now at high levels. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.